Event description:
It was reported that, "there was plastic flash blocking a slot as a result the surgeon could not fit the two instruments together. Because the plastic flash was blocked we could not fit the handle into it. The surgeon removed the plastic flash and continued with the surgery without incident."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.